Manufacturer narrative:
An event regarding fracture involving a scorpio driver was reported. The event was confirmed. Method & results: -device evaluation and results: a visual inspection of the received device confirms the event as the square reamer driver feature is fractured from the body of the driver. It was also observed that the device was returned in used condition with minor damages consistent with normal use. Examination of the returned device with material analysis engineer noted the reamer driver fracture due to a overload condition. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events reported for this manufacturing lot. Conclusions: a visual inspection of the received device confirms the event as the square reamer driver feature is fractured from the body of the driver. Examination of the returned device with material analysis engineer noted the reamer driver fracture due to overload condition. Therefore it is concluded that the crack/fracture was caused by overload conditions during use. No further information could be determined about the initiation of the fracture. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Reamer driver broke while reaming the patella.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Reamer driver broke while reaming the patella.